Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked case at corner of the belt clip rail near the battery compartment. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, stained serial number label and pillowing keypad overlay. The pump was also received with a blank display. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to blank display. Unable to download history files and traces using thus due to blank display. Unable to generate the power management graph due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2, force sensor and motor home switch. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to corroded electronic assembly. Cosmetic damage was confirmed at the back of the pump. Blank display confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The event involved product(s) mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1712k that was returned for product analysis.